Manufacturer narrative:
Na.

Event description:
On (B)(6) 2015 the system stopped during treatment with a low energy detected fault 623. On restart, lamp needs replacement fault occurs. A replacement bbl shot smart hand piece (B)(4) was shipped for friday delivery. On (B)(6) 2015: pa-c reported that the patient treatment area became a burn that was not apparent until that evening of (B)(6) 2015. It was also reported that a flash occurred at the same time of the low energy fault 623. The settings used to treat veins around the base of the nose were: 23 j/cm2; 20ms; 20 degree c. It was reported that this was the third treatment performed on this patient using these settings.